Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿thermal damage¿. The unit was triaged and the reported issue was confirmed. All the wire connections were found detached. Thermal damage was observed on the battery to printed circuit board (pcb) cable and pcb components. The potential root causes are excessive damage to components of the pcba and detached wire connections. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-09-08.

Event description:
According to the reporter, the enteral feeding pump turned off when unplugged during testing. Upon triage on (B)(6) 2017 the service tech observed thermal damage on the battery to pcb cable and pcb.